Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that when the physician went to pull the deployment line the contralateral leg component did not deploy. The cause of the device not deploying is reportedly unknown. It was reported the device was able to be withdrawn from the patient with no issue. Another contralateral leg component was used to complete the procedure with no reported adverse events. Final imaging showed the aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
Corrected the event description.

Event description:
On (B)(6) 2017, this patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses.